Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used 35 lp low profile balloon catheter was returned for investigation. No nonconformities were noted to the surface of the balloon or catheter. The device was tested for leakage and a pinhole leak was observed at the most proximal end of the balloon. The measurements of the catheter met specifications. Review of the device history record of the finished product shows there were four non-conformances noted in the manufacturing department. One was for tip not flexible and two were for failing leak testing. Non conformances noted were scraped before work order was processed. The other non conformance noted was for failing a leak test, however management reviewed this non-conformance and it was reversed. A search revealed this complaint to be the only reported complaint associated to the complaint lot number. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
An advance 35 lp low profile balloon catheter was used in a superficial femoral artery case. It was reported that the balloon would not hold pressure. The balloon was removed and it was observed that the device had a pinhole leak. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.